Manufacturer narrative:
The exacto cold snares subject of the reported event were returned for evaluation. Evaluation results determined that when actuating the exacto cold snare, the l-bend in the hypo tube used to connect the snare/loop was not fully bent. The insufficient bend in the hypo tube could have allowed the hypo tube to slip out of the snap cap when the device was being used. Steris endoscopy's production management team was made aware of the reported event. A review of exacto cold snare complaints was performed and confirmed this is the only complaint received for the subject lot. The instructions for use states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris offered in-service on the proper use and operation of the exacto cold snare however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (B)(4), that during patient procedures their exacto cold snares remained opened and were not operating properly. User facility personnel utilized another device, and the patient procedure was completed successfully. No report of injury.